Event description:
It was reported that a patient underwent an intramedullary fixation for a humerus fracture on (B)(6) 2012 and suture was used. Approximately three weeks following the procedure it was suspected that the patient developed an infection. On (B)(6) 2012 the wound was debrided. The incision then became red with a rash. She had a positive patch test for an allergic reaction to the suture and was given steroids and anti allergy medication. The surgeon opines that the patient may have an allergy to the suture because the crp level remained the same and only the eosinophil count was increased.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: dpz606; ea5129; ea6082; eak359; eak419. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.